Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe mitral regurgitation and stenosis. According to the operative report, the repair initially looked good, but then she developed worsening regurgitation and then developed stenosis with a gradient that was approaching 10. Therefore, the decision was made to perform mitral valve replacement.

Manufacturer narrative:
Device not returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.